Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported event of fiber not recognized as the fiber was able to be recognized by the console during analysis. Analysis did identify a connector fracture. The fiber was received in one piece. There was no anomaly identified on the fiber body. Microscopic inspection of the fiber tip indicated it was good. Analysis identified there was no light exiting the connector face, indicating a connector fracture. The functional testing was performed, and there was no aiming beam observed. The following message was displayed: treatment used: 0 treatment left: 10. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, during use or during reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states, hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when the fiber was connected to the console, it could not be recognized. A new fiber was replaced, the procedure was completed successfully with the second fiber without patient complications. Analysis of the returned fiber identified a fractured connector.